Manufacturer narrative:
The device was returned to the MFR for investigation. Based on the quality investigation, the impreglon coating on the device was worn off. This condition could cause the device to stick, and not allow the collet to release the pin.

Event description:
It was reported that the device would not retain a wire during routine maintenance. There was no pt involvement and no allegation of adverse consequences associated with this event.